Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of short v to v episodes. The physician stated the rv lead had a fracture and exhibited noise. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.